Event description:
It was reported that the pt underwent a successful ziconotide trial with an external pump in order to treat arm pain. The pt experienced sustained pain relief for more than a month with 4.8 mcg/day of ziconotide. The pt subsequently underwent a pump implant and continued on the same daily dose of ziconotide. After the pump was implanted, the pain returned. In (B) (6) 2009, the hcp performed the following: contrast injection into the catheter access port, a rotor test and a catheter revision. All the results indicated no damage to either the catheter or the pump. The hcp chose to explant the catheter and replace it with a new one. The hcp wanted to rule out the possibility of a "small catheter pore". After the catheter replacement, the ziconotide infusion was reinitiated with constant dose increases until the dose was 10 mcg/day. At this dose the pt presented with "psychotic adverse effects, but no pain relief". The pump was stopped. On (B) (6) 2009, the drug infusion was re-started with an external pump with a daily ziconotide dose of 4.8 mcg/day. Once again, pain relief was achieved. The hcp suspected a problem with the implanted pump and he then decided to explant it. The pt outcome was reported as "ok".

Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.